Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had kept shutting down and when rebooted station asked for a password. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device kept shutting down. A field service engineer (fse) sniped all zip ties and reseated hard drive cables to resolve the issue. Further the customer confirmed station was functioning properly after booted into application. The system functioned as intended after the field service engineer repaired the device.